Event description:
The patient's generator was received on (B)(6) 2013. Although the implant card and return product form indicate the explant was due to near eos = yes or battery depletion, product analysis found no performance or any other type of adverse conditions found with the pulse generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. No other information has been provided.

Manufacturer narrative:
Analysis of programming history.

Event description:
Clinic notes dated (B)(4) 2013 were received which state that the patient was seizures free from (B)(6) 2012 to (B)(6) 2013, when he had two secondary generalized seizures in one day. The notes state that the patient has been implanted with the vns for almost nine years and that the physician attributes these breakthrough seizures to the battery running low; however, per the physician, interrogation of the device did not signal end of life. The patient had a prophylactic battery replacement on (B)(6) 2013. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.